Event description:
"It is alleged by the patients representative that, "the patient sustained injuries from a defective hip" no further information is available at this time, although additional information has been requested"

Manufacturer narrative:
Device not returned. If the device or additional information becomes available it will be reported on a supplemental report.